Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had received an inappropriate shock. Review of the treated episode noted the patient was in an atrial fibrillation/flutter, which accelerated into the ventricles eventually caused the delivery of four schemes of anti-tachycardia pacing, followed by a 41 joule shock, which terminated the arrhythmia. Boston scientific technical services provided troubleshooting options to the field and the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.